Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pumps black box history showed that one unexplainable power reboot was recorded on (B)(6) 2014. During testing, the pump powered on to the ¿verify¿ screen using the returned battery cap. The battery cap was able to be fully secured to the pump. The pump performed the rewind, load, and prime steps with no power reboots, power losses, or call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots, power losses, or call service alarms occurring. The battery cap contact height and width measurements were found to be within the required specifications. The battery compartment was found to be cracked below the grip pad. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The intermittent power issue was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.